Manufacturer narrative:
(B)(4). Lens was discarded by the facility.

Event description:
The reporter indicated the surgeon explanted an implantable collamer lens in the patient's right eye (od) on (B)(6) 2013 due to the development of a cataract. The lens was discarded by the facility. The reporter indicated the icl was implanted by another doctor at a different facility.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted, postoperatively at the different facility, to address a cataract. According to the report, dated on (B)(6) 2013, the explanting doctor attributed the development of a cataract to the device. No details were provided despite multiple attempts. It should be noted that development of a cataract could be caused/contributed by many different factors and the literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). The reassessment will be performed when (if) additional information is obtained. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).